Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx befurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm measured 4.8-5 cm in diameter. The aorta was described as very small and measured 17-20 mm in diameter. Vessel tortuosity is unknown. It was reported that the bifurcated device was easily inserted through the right iliac artery without the use of an introducer sheath; however, after deployment was initiated the physician felt a pop and the stent graft could not be deployed any further. Attempts to snare the delivery system were unsuccesful; therefore, the physician elected to convert the pt to surgical open repair. After removal of the delivery system and stent graft a dacron graft was successfully sewn to the aorta. No additional clinical sequelae were reported, and the pt was taken to recovery in stable condition.